Manufacturer narrative:
Single-use reservoir bag observed with visible particulates during setup prior to infusion; no patient exposure, injury, or therapy delay reported. Device details: cat. 204821, model ipr-150/10 (150 ml), lot 20724509, UDI (B)(4), 510(k) k870524, FDA device listing d044578. The unit was returned under rga #2025-0098 and is available for evaluation. Initial report coding: a2969 (device contaminated during manufacture/shipping), b10 (testing of actual/suspected device), c3233 (results pending), d11 (conclusion not yet available), e4582 (no clinical signs/symptoms), f2199 (no health consequences/impact). Follow-up information has been requested from the facility per sop good-faith attempts; a follow-up MDR will be filed if new information or conclusions become available.

Event description:
A sealed 150 ml infusion bag (walkmed accessory) was found to contain visible particulate matter prior to patient use. The bag was quarantined; no patient exposure and no harm were reported. Investigation is open; external laboratory identification/count of particulates is pending. Lot history, coa, and incoming inspection records are under review. This initial MDR is submitted as a malfunction due to the potential for serious injury if undetected particulate were infused. A supplemental MDR will be submitted upon receipt of additional significant information. Initial report submitted after 30 days due to esubmitter/adobe/certificate issues, now resolved.